Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office device check, a lower than expected remaining battery longevity was observed. It was noted the patient had a previous remote transmission with a higher remaining longevity approximately one month prior and a longevity estimate issue related to the programmer software was suspected. The clinician indicated they would have the patient submit a remote transmission to verify the correct remaining longevity of the device. The device remains in use. No patient complications have been reported as a result of this event.